Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Product was received on (B)(4) 2013. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient

Event description:
On (B)(6) 2012, it was reported that the pt had experienced elevated blood glucose levels since (B)(6) 2012. Recently while filling the catheter filling, the pt's parents noticed no insulin was coming out of the infusion tubing but when they "knocked" the infusion device insulin began to come out of the insulin tubing. The pt's parents stated the same thing happens when they program a bolus. They think the infusion device is delivering insulin inaccurately or the piston rod is not functioning properly. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.